Manufacturer narrative:
H3, h6: one 72203380 healicoil pk suture anchor was used for treatment but was not returned for evaluation. The complaint referenced three other related complaints with two devices intended to return. Instruction for use (IFU) documentation contains precautionary statements and recommendations for proper use of product. Evaluation was limited at this time. If further information becomes available the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Per IFU it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during shoulder arthroscopy for rotator cuff repair, the healicoil sa pk anchor split into 2 pieces. All pieces were removed from the patient. There was a delay greater than 2 hours and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.